Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cpgbtm, serial number (B)(4), product code 82-3100. The position of the cam when valve was received was 130mmh2o. The valve was visually inspected; needle holes in the silicone housing at the needle stop were noted as well as a small hole/tear near the valve casing. The valve was irrigated with purified water; no occlusion was noted. The separate siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. The valve leaked at needle holes at the needle stop as well as from the hole near the valve casing. The valve was reflux tested, the valve passed the test. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism move very slightly. The valve was then pressure tested at 130mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3100 with lot number cpgbtm, conformed to the specifications when released to stock on the 26th june 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause for the small hole/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU silicone has a low cut and tear resistance. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was originally implanted via v-a shunt in (B)(6) 2013 to the patient who was (B)(6) girl. The initial setting pressure was 120mmh2o. It was found by the contrast radiography that the ventricles of the patient's brain became large and the blockade of the valve was suspected. The surgeon tried to change the pressure of the valve from 120mmh2o to 100mmh2o, but he could not even by using neodymium. Since the phenomenon of the patient was not improved even after flashing, the device was replaced with the same new product (82-3100) at 100mmh2o on (B)(6) 2014. The patient is now followed.